Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead displayed high pace impedance measurements. It was suspected that the set screws had become loose. The patient was seen for a revision procedure where it was confirmed that the set screws were indeed loose. The set screws were tightened with good resulting numbers. The device and ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.